Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown zimmer epoch stem, lot #unk remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a decreased range of motion and an MRI revealing a pseudotumor. During the revision, minimal metallosis and lots of abnormal tissue was seen; the pseudotumor was then debrided.

Manufacturer narrative:
Other device used: catalog #00630505032, trilogy longevity crosslinked poly liner, lot #61068481 manufactured by zimmer inc. (B)(4). Dimensional evaluation of the returned femoral head and poly liner conform to print specification where measured. The liner internal surface had multiple scratches indicative of third body wear. Device history records for the lot codes associated with the head and liner were reviewed. No deviations or anomalies were noted in the manufacturing process. The reported devices are used for treatment. The part and lot code associated with the stem was not provided; device history record and complaint history could not be reviewed. The stem was not returned for further evaluation as this remains implanted. Scanning electron microscopy images confirmed the presence of dark debris on the femoral head taper. Energy-dispersive x-ray spectroscopy elemental analysis of the debris on the head taper surface was performed. The debris on the head taper primarily consisted of elements carbon and oxygen and traces of titanium, calcium, chlorine and potassium as foreign elements. Review of the complaint history indicated no prior complaints for the part-lot combinations associated with the reported devices. A definitive root cause cannot be determined with the information provided.